Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5086mri45 implantable pacing lead: (B)(6) 2013. (B)(4).

Event description:
The patient reported thinking that the device had moved. The device remains in use. No patient complications have been reported as a result of this event.